Manufacturer narrative:
Initial investigation is complete. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. No further adverse patient effects were reported. The products were being sent the hospital's pathology department and the representative stated they would try and retrieve for return.